Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone17.4. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been transported to the hospital via ambulance with hyperglycemia on (B)(6) 2026. The patient was unwilling to provide information regarding their blood glucose (bg) levels. The patient stated that the pod had a bent cannula. The patient wore the pod on their arm between 4 and 24 hours. The patient reported that they were diagnosed with hyperglycemia almost reaching to the point of diabetic ketoacidosis (dka), however the patient did not receive a diagnosis of dka. Symptoms reported include dizziness and headache. The patient was treated with intravenous fluids. The patient was released two days later on (B)(6) 2026. Despite good faith attempts to obtain additional information regarding the event, the patient was unwilling to provide additional details.